Event description:
It was reported that, on an unknown date, a chemosafelock bag spike generated an ¿occlusion". There was no patient harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.